Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) has been running high for three days. She has changed her site and states that she can feel insulin going into her leg although she doesn¿t think pump is delivering appropriately. She has been increasing her settings for two days and bg still didn¿t come down. She spoke with her health care provider (hcp) who told her to give herself an injection to see if bg comes down and it did. No associated alarms, the patient has been priming properly/ drops seen at the end of the tubing and she changes supplies every 3 days or sooner if high bg is present, no inadvertent suspends noted. Patient uses novolog insulin and states on occasion her bg will start to rise at the end of the third day with a site. Patient¿s bg has been as high as 420 mg/dl with nausea, headache and thirst as symptoms. Bg is still running 250-320 today. Patient states her bg will come down with bolus but not as much or as fast as it should. Pt has been increasing basals in an attempt to control bgs and has increased all advanced features. Customer support (cs) informed the pump would be replaced as she seems to have lost faith in it, but that if this is a site issue that the problem would just continue. Cs suggested patient come off the pump and use injections at this time as they seem to be controlling her bg¿s better. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: testing was unable to duplicate the complaint. The last basal delivery was on (B)(6) 2013 at 11:35 and the last bolus was a 0.10u bolus on (B)(6) 2013 at 16:26. No alarms associated to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used.. A delivery accuracy test was successfully completed. No alarms occurred during testing. Pump found to be delivering accurately. Unrelated to the complaint, a crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing.